Event description:
It was reported that after the case was completed when removing the instrument from the handpiece the threaded stud came out of the handpiece and was stuck in the instrument. There was no pt consequence.

Manufacturer narrative:
D4: other = batch number. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if futher investigation is warranted.